Event description:
On (B)(6) 2014, the customer reported according to their technical services specialist this lead was capped on (B)(6) 2013 for high threshold (measurements unknown). The device was programmed to high v output and was replaced at the same time due to the frail state of the patient. There were no other adverse patient events reported. The lead was actively implanted for approximately 9 years, 9 months. Updated info rec'd from the customer on (B)(6) 2014 the customer reported according to their technical services specialist this lead was capped on (B)(6) 2013 for high threshold. The device was programmed to high v output and was replaced at the same time due to the frail state of the patient. No subsequent device or clinical adverse events have been reported.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported allegations cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.